Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect was detected in either or both eyes. The endoscope was found with an artifact in the left eye. The component has a broken or detached piece in a location that could potentially fall into the patient. The endoscope was visually inspected and found with mechanical damage to the scope's distal tip a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated, finding an attached endoscope adapter shaft bearing contributing to friction. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester, which failed. The camera module failed the mtf test. The complaint was confirmed by failure analysis. The probable root cause of the image artifact is attributed to damage during use or improper handling. Accidental drops of the endoscope or inadvertent collisions with hard surfaces can result in damaged optical components. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus had a black mark. The procedure was completed with no reported injury.